Event description:
The patient had a refill on the date of the report. 9 milliliters (ml) were aspirated, and they expected 7.7 ml. The patient reported a change in therapy effect, and they had felt more spastic. They had worsening calf cramping, back pain, and neck pain. An alarm was heard, but telemetry did not confirm an alarm. The patient reported hearing the alarm for a week which sounded like chirps coming from the pump. Alarms were played for the patient, and the patient stated that was not the noise or sounds they were hearing. They also stated that the pump was mobile and changed back and forth from the ¿6 to 8 o¿clock position¿. The pump felt a little mobile during the refill, but it did not move. They thought that maybe when the pump moved it pinched the catheter, and when it moved back it un-pinched the catheter. The patient¿s healthcare provider (hcp) reported pump movement in the pocket with weight loss. They were told to wear an abdominal binder if it was helpful. The patient¿s dose was decreased and the patient had decreased tone. The patient mentioned not remembering things very well as their multiple sclerosis was progressing. They recovered without permanent impairment. The pump contained gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter (B)(4).